Event description:
It was reported that the device was being sent for calibration and repair. It was later confirmed that there were times that intermittently it did not seem like it was working. The doctor would have felt like he/she had identified the nerve and yet it wasn¿t testing positive. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: 8252401ip, mainframe 8252401ip neuro 2.0 w/incre, s/n (B)(4), lot 53082000 manufactured october 30, 2007. (B)(4). Device operates differently than expected. (B)(4) - false negative result. Product evaluation: service and repair found that the patient interface cable was not working properly due to cable was shorted and patient interface board channel 1 connector pin loose (interface (B)(4)). The items were replaced and tested to manufacturing specifications. The quality engineer reviewed repair results. Customer complaint was related to shorted cable in patient interface, not pcb failure in mainframe. Service and repair found that the unit stim control on the mute board was not working properly due to connector pin loose (mainframe (B)(4)). The item was replaced. Placed unit into burn-in for 24 hours. The unit was tested and passed all manufacturing specifications. Results: interoperability problem.